Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tracheostomy and percutaneous endoscopic gastrostomy, the balloon of the device had a hole. A second device was opened and the balloon had a huge hole as well. A different size of the tube was obtained and placed with no issues.